Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was simethicone. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the rubber cover of the evis lucera elite colonovideoscope was split near the camera end. The issue occurred during reprocessing and did not fail during a procedure. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material in the instrument channel. There was remnants of a white crystallized contamination believed to be a simethicone type product. The channel was brushed, which removed the majority of the contamination. The report is being submitted due to the foreign material in the channel found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in event, evaluation found the complaint was confirmed and the distal end adhesive failed and was lifting, the aspiration housing of the control body had a failed/worn color ring, the light guide tube protector was split, the scope connector failed and leaking water, and the electrical safety test failed. This event is under investigation. A supplemental report will be submitted upon receiving additional information.